Manufacturer narrative:
Additional initial reporter: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID#: (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the console generated a fiber optic sensor failure alarm as soon as the patient arrived from the cath lab. The customer verified all cables and cords were connected appropriately then removed the fiber optic cable and coil for no use. They then changed over to the inner lumen or alternate arterial pressure access and zeroed successfully. There was no patient harm or adverse event reported.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint #(B)(4).

Event description:
N/a.

Manufacturer narrative:
Updated field(s): device available for eval? Complaint record ID # (B)(4).

Event description:
N/a.